Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
(B)(6) clinical study. It was reported that a hematoma occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A 24 mm watchman ® laa closure device and delivery system and watchman ® access system were used. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. However, the patient experienced a right inguinal hematoma with minor bleeding and an bleeding academic research consortium (barc) index of 1. Medication was given/ or the regimen adjusted. Ten (10) days later the event was considered recovered/resolved.